Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while stapling the stomach, after a successful firing and after attaching the second reload, the device would not close to be inserted into the access port. The process was repeated with another load and there was the same problem. The trigger of the handle have lost the pressure after the successful firing. The case was completed by changing the stapler. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one egiauxl instrument. A visual inspection of the returned product noted no visual abnormalities. During functional testing, the jaws of the device would not close. The device was dissembled and damaged to internal component was observed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.